Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 300 mg/dl range and a bolus was delivered to address the high bg. The customer did not know the cause of the high bg. The next day, the customer's bg was 56 mg/dl and food was consumed to address the low bg. The customer thought that the low bg may have been due to over-correcting for the high bg. Tandem technical support advised the customer to discuss the event with a healthcare provider and to call in at the time the event occurs so troubleshooting can be performed. The customer acknowledged the advice and had no further questions.